Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. As soon as we have the sample on hand we will start the investigation. The root cause of this event cannot be determined at the moment.